Event description:
It was reported that balloon rupture occurred. The target lesion was located in the superficial femoral artery. A 6.0x150x150-hybrid sterling balloon catheter was advanced for dilatation. However, during inflation, the balloon ruptured. The procedure was completed with another of the same device. No patient complications were reported and the patient was fine.